Manufacturer narrative:
Additional information: though requested, no further information has been provided by the reporting facility. The device was returned for evaluation. One iol was returned in a plastic specimen cup wrapped in a piece of gauze. The original packaging was not returned. The part number and serial number cannot be verified. Particulates, saline dentrites and dried solutions are visible on the optic. Visual inspection found one haptic bent. Functional testing cannot be performed as a result of the damage. Product evaluation could not verify the failure mode due to condition of product. Dislocation of the lens cannot be confirmed. There have been no other reported events for this lot to date. The cause of the damage cannot be determined. Based on the information available, we are unable to determine root cause. No corrective action is necessary at this time.

Manufacturer narrative:
The product was not returned for evaluation. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. There have been no other events for this lot to date. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the information provided, we are unable to determine root cause. No corrective action is necessary at this time. Additional information has been requested, but not received. The investigation is on-going. When additional information becomes available, a follow up report will be submitted.

Event description:
It was reported two piggybacked intraocular lenses (iol) were explanted due to dislocation. Diopter 23.00 was explanted approximately 2 months after implant and diopter 02.00 was explanted 4 days after implant. This report is for the 02.00 diopter lens. A same model, different diopter iol was successfully implanted. Additional information has been requested, but has not been received.